Manufacturer narrative:
Details of complaint: the customer reported there was a time delay in seeing alarms on the main screen of the central nurse's station (cns), as well as in arrhythmia recall. This delay lasted for approximately 3 minutes. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was not able to troubleshoot at the time of the call and said he would call back if he needed more assistance and the customer did not call back. Due to the age of the complaint, additional information is unlikely to be made available. As no further calls were made from the customer to obtain support for the reported issue, the issue has most likely been resolved. Likely causes may be related to network conditions as the cns receives data, such as alarm information, from bedside monitors or telemetry transmitters over a network. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. A2 - a6 information was "unknown." Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm: model #: mu-671ra serial #: (B)(6) device manufacturer data: 05/06/2016 unique identifier (UDI) #: (B)(4). Bsm: model #: mu-671ra serial #: (B)(6). Device manufacturer data: 04/08/2016 unique identifier (UDI) #: (B)(4). Bsm: model #: mu-671ra serial #: (B)(6). Device manufacturer data: 04/04/2016 unique identifier (UDI) #: (B)(4).

Event description:
The customer reported there was a time delay in seeing alarms on the main screen of the central nurse's station (cns), as well as in arrhythmia recall. This delay lasted for approximately 3 minutes. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: mu-671ra, serial #: (B)(4), device manufacturer data: 05/06/2016, unique identifier (UDI) #: (B)(4). Model #: mu-671ra, serial #: (B)(4), device manufacturer data: 04/08/2016, unique identifier (UDI) #: (B)(4). Model #: mu-671ra, serial #: (B)(4), device manufacturer data: 04/08/2016, unique identifier (UDI) #: (B)(4). Model #: mu-671ra, serial #: (B)(4), device manufacturer data: 04/08/2016, unique identifier (UDI) #: (B)(4). Model #: mu-671ra, serial #: (B)(4), device manufacturer data: 04/04/2016, unique identifier (UDI) #: (B)(4). Model #: mu-671ra, serial #: (B)(4), device manufacturer data: 04/04/2016, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported an issue with time delay in seeing alarms on their central nurse's station (cns) main screen, as well as the arrhythmia recall screen. This delay lasts for approximately 3 minutes. No harm or injury was reported.